Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 5.0 cm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, a type IV endoleak was observed. After successful deployment of the stent grafts, an endoleak was observed near the bifurcation of the stent graft. The physician initially was unsure if it was a type I or a type IV endoleak. The physician then pulled the pigtail catheter into the body of the bifurcate stent graft. Another contrast injection was done and it appeared to be a type IV endoleak; however, it was unclear if it was jetting or blush because there was contrast in the aneurysm sac even when the pigtail catheter was pulled into the body of the stent graft. The physician implanted an aortic cuff and two stent graft limbs, resolving the type IV endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: review of five still angiogram images during the index procedure revealed that an endurant stent graft system was implanted in the patient. The bifurcate was implanted just below the left lowest renal artery. The proximal aortic neck angle measured ~20 degrees, r-l relative to the limbs. Per the calibrated catheter, the proximal stent graft od measured ~25 mm. The stent graft od at ~4 cm below the lowest renal artery measured ~35 mm. The contra gate opened on the left side. The contra limb was implanted into the contra gate with over 3 cm overlap. Contrast injection with injector placed above the suprarenal stent showed blush type contrast along both sides of the bifurcate stent graft, near the flow divider. The contrast was more prominent on the left side, along the greater curvature. Another contrast injection done with the injector placed inside of the bifurcate stent graft (about two stent rings below the lowest left renal artery) again showed blush type of contrast outside of the stent graft, near the flow divider. No obvious stent graft issues were observed. The exact cause and source of the endoleak seen during the index procedure could not be determined. A complete assessment of the endoleak could not be performed with the five still angiogram images provided. The post implant films showing resolution of the endoleak by implantation of a cuff and two limbs was not provided. However, this appeared most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.